Event description:
It was reported that "after a half of the catheter was inserted in this patient, the operator checked the graduations on the catheter, where a black protruding matter was present and could not be removed. The catheter had to be removed and a new one was placed. The operator notified us that there was no human error and this was attributed to a product quality problem."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of black foreign matter was confirmed. One groshong single-lumen catheter from batch # redw0837 was returned for evaluation. At the 35 cm mark there appeared to be a small black protrusion on top of the black printed 35 cm depth marking but there were no other signs of damage. The protrusion was removed and appeared to only be connected to the outside surface of the catheter. The protrusion appears to be made of the same material that is during the catheter tipping process. Since the returned device had black foreign matter on the outside as reported, this complaint is confirmed and appears to be manufacturing related. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw0837 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redw0837) have been reported from the same facility in (B)(6).

Event description:
It was reported that "after a half of the catheter was inserted in this patient, the operator checked the graduations on the catheter, where a black protruding matter was present and could not be removed. The catheter had to be removed and a new one was placed. The operator notified us that there was no human error and this was attributed to a product quality problem."